Manufacturer narrative:
.

Event description:
It was reported that several non-sustained rv oversensing episodes were observed. Review of the strips showed that the patient was in atrial fibrillation with rapid ventricular response rhythm. The mode was programmed from dddr to vvir. Two weeks later, the patient went into vf, and appropriate therapy converted the arrhythmia to sinus. At that time, the mode was programmed back to dddr. No further episodes have been reported to the clinic. It was noted that the patient had a previous unsuccessful cardioversion for the atrial fibrillation.